Event description:
Pt required iabp to be inserted due to unstable angina. Smooth, easy insertion 4 hours and 45 minutes after insertion, blood was noted in tubing, alarm sounded. Positive rupture. A second iabp was inserted.